Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the sample is not available. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a leak, which occurred on a home choice (hc) cassette during use. The home patient (hp) stated the cassette was bad since it had a leak. On (B)(6) 2011, the hp showed the clinical coordinator the cassette. The clinical coordinator reviewed the therapy technique carried out by the hp and detected that the problem was related with therapy technique and not with the cassette. The hp had recently started therapy. The hp will be trained further. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed. The root cause of the complaint was use error- lack of training. A labeling review found the patient at home guide to be adequate for the use/user error related to this incident. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.